Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 28-jun-2018 with the following findings: during investigation, the keypad was found to be intact; all keypad buttons responded appropriately to button presses. The keypad cover was removed and no contamination was found under the button contacts. No button contact defects were observed. The pump cover was removed and there was no evidence of internal moisture. The keypad latch was found to be fully closed and no damage to the keypad flex was observed. The complaint of a keypad response issue was not duplicated during investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked below the bumper pad.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a button/keypad (tactile changes/unresponsive) issue. It was reported that the up arrow and down arrow keypad buttons were under responsive. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue has the ability to result in inadvertent or incorrect insulin delivery or the inability to use the pump.